Event description:
Per the clinic, the patient underwent tissue reduction surgery to correct a skin overgrowth on (B)(6) 2012, and a new 8.5mm abutment was placed. The patient was also prescribed antibiotics (type not reported) prior to surgery, to treat an infection around the implant site.

Manufacturer narrative:
(B)(4). Implanted device remains.